Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for putting malfunctioning pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor upon receiving replacement.